Event description:
The hermetic plus drainage system stopped draining. The pt was being transported and they laid the system on the bed and do not know if they drained the burette prior to setting on the bedside. Unsure of amount of time the system was in this position. The system stopped draining and the acorn filter clogged. The pt's csf was very bloody which could explain how the acom filter may have clogged when a high concentration of red cells and possible devris contacted the filter. The system was removed from the pt and no other system replaced the hermetic plus. The hospital was not willing to decontaminate the system prior to sending it off to company decon facility. The system was discarded by the hospital.